Manufacturer narrative:
It was reported that during the operation, the anesthesia machine malfunctioned and shut down unexpectedly. Stop using this equipment and replace it with another anesthesia machine for the operation. No patients were injured. As confirmed, the customer contacted draeger service engineer to inspect this device. The ventilator of the equipment has a malfunction alarm, and the machine cannot be ventilated. Replace the motor according to the code error. After relevant tests and analyses in manufacturer site, it was found that the ventilation failure was caused by an encoder failure. Based on the currently available information, the manufacturer concluded that the equipment operates as expected and issues an alarm when a ventilator malfunction is detected to promptly alert the user. Even if the ventilator is paused, the manual ventilation mode is still available. Users can continuously supply gas to patients through manual ventilation. Thereby reducing the possibility of harm to the patient. No patient was injured in this incident. After replacing the motor, no further problem reports were made.

Event description:
It was reported that the ventilator of this device failed during surgery. The customer replaced with a back up device immediately. No patient injury reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the ventilator of this device failed during surgery. The customer replaced with a back up device immediately. No patient injury reported.